Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. Further information requested (weight) but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had discomfort and feeling uncomfortable at the ipg site due to the ipg sitting too low. As a result, to address the issue patient underwent surgical intervention wherein the ipg pocket was moved to another location and the ipg was also replaced. Reportedly post operatively effective therapy was resolved and the discomfort was resolved.